Event description:
It was reported that since the first fitting, the pt did not achieve the performance she had with her first implant. The pt can only hear noises, however, with her first implant she could understand words. In 2008, the short circuit was found between electrode channels 1 and 9. Testing over time shows an increase in impedance in connection with a decrease in sould perception. Currently 5 electrode channels are disabled to either increase the rate or the pt has no perception with them.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.